Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings:. During investigation, the complaint for inaccurate delivery was reported on (B)(6)2017 according to the pump history the pump was in use for deliveries until (B)(6)2019 therefore all delivery and pump history has been overwritten. The pump passed all required testing for delivery accuracy , the available pump history indicates the pump was delivering the programmed basal rate , no evidence of delivery malfunctions in black box or history. Scrap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.